Event description:
It was reported the pt's stimulation is surging and erratic. The patient reported falling a year ago and x-rays showed no anomalies. An sjm representative reprogrammed the pt's scs system and provided better stimulation, but not as effective as the stimulation used to be. The pt will be seen by the physician and sjm representative as the next course of action. Note the pt received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.